Event description:
It was reported that while using the bd micro-fine¿+ pen needles 32g x 4mm (14 count) it was found that the needle for the injection pen was skewed and the liquid could not be discharged. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, in the department of rehabilitation medicine, when injecting insulin to the patient, it was found that the needle for the injection pen was skewed and the liquid could not be discharged. The patient was nervous. The patient was immediately comforted and replaced with a new needle for the injection pen. After communicating with the patient's family, the patient's family expressed understanding and cooperation. Increases the risk that the patient's insulin injection will not be discharged.

Manufacturer narrative:
E.1. (B)(6). H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd micro-fine¿+ pen needles 32g x 4mm (14 count) it was found that the needle for the injection pen was skewed and the liquid could not be discharged. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, in the department of rehabilitation medicine, when injecting insulin to the patient, it was found that the needle for the injection pen was skewed and the liquid could not be discharged. The patient was nervous. The patient was immediately comforted and replaced with a new needle for the injection pen. After communicating with the patient's family, the patient's family expressed understanding and cooperation. Increases the risk that the patient's insulin injection will not be discharged.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.